Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. Analysis of (B)(4) product ID# 97714 found no significant anomaly. Analysis of product ID: 977a260, serial# (B)(4) and product ID: 977a260, serial# (B)(4) found broken braid wires. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that three months ago the patient noticed intermittent stimulation; they sometimes felt surges of electricity and sometimes felt nothing at all. They only felt stimulation consistently when they were sitting upright. The patient hadn't fallen or experienced any events that might have impacted their system. An impedance check was performed and group a was greater than 4,000 ohms and when all 16 electrodes were checked as references impedance was greater than 10,000 ohms. Upon palpating the system, the patient felt stimulation when the lead/ins insertion site was pressed and they felt stimulation become stronger as the palpating progressed up towards the spinal incision site. The patient was going to discuss options with their healthcare provider. No further complications reported.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: 2019-09-30 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2019 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that upon opening the ins pocket site, the leads were securely in the battery. The rep reported that the healthcare provider (hcp) used the wrench to disconnect the leads from the ins and she reportedly didn¿t meet any resistance when pulling the leads out from the ins. The rep reported that the patient at this time didn¿t have plans to reimplant due to out of pocket costs. No further complications were reported.